Manufacturer narrative:
Investigation/testing summary: after conducting a thorough investigation by attempting to generate the daily reports for the user in the carelink support application, it was observed that the data calendar displayed backward time on the report generation page. To delve deeper into the issue, we retrieved the uploaded snapshot from the carelink database and discovered that the user had made a backward time change, resulting in missing data in the reports. To aid in resolving the issue, the following information was provided to the helpline support team: - requested the helpline to follow the steps below to view data in the reports: - update the pump to the current date and time. - instruct the user to start performing uploads with the current date and to avoid including any past data in the upload. - note that all data uploaded so far has become ambiguous due to the backdated time change. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is the backward time change made in the pump, resulting in data ambiguity for the current date. Analysis summary: provided helpline support team with the information on the backward time change performed by the user and requested them to instruct the user to update the pump date and time to reflect current date. We did validate the user recent upload and observed that the reports are showing the uploaded data. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported on loss of communication between other device to software. It was also reported that there was no data from the report and the report was blank. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue use of the device and the product will not be returned for failure analysis.